Manufacturer narrative:
B3 date of event: 02/01/2025 used as approximate date as actual date is unknown.

Event description:
It was reported that the balloon detached. An agent us mr 3.00 x 15mm was selected for treatment of the severely calcified, severely tortuous, and 80% stenosed target lesion. While the balloon was being inserted, the physician noted that the shaft of the device fractured. The device was completely removed from the patient, and the procedure was unable to be completed due to this. The patient was under local anesthesia at the time the procedure was cancelled, and there were no patient complications.